Manufacturer narrative:
Updated data: b1, b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the native aortic valve mean gradient prior to the transcatheter valve implant measured 45 millimeters of mercury (mmhg). Following the transcatheter valve implant the mean gradient measured 14 mmhg and remained 14 mmhg at discharge. Anticoagulant therapy was used. Aspirin and plavix were utilized following the valve implant. At the time the thrombus was detected the mean gradient measured 41 mmhg.

Event description:
It was reported that the evolutpro-29-us was implanted in a patient with a history of aortic stenosis and congenital bicuspid aortic valve. Pre-implant balloon valvuloplasty was performed due to calcification and the bicuspid aortic valve. Following the valve implant, the patient experienced heart failure and hemodynamic instability, with a valve gradient increased to 50 and was symptomatic from the valve. Thrombus was noted in the valve leaflets. The depth of implant was identified as a possible contributing factor. A transesophageal echocardiogram was planned for further evaluation, along with a possible transcatheter aortic valve replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.2, b.5, imf. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was symptomatic from the valve meaning shortness of breath. Surgery is planned for the gradient and thrombus.